Manufacturer narrative:
This report is being cancelled as a duplicate to complaint mfg report number: 2249723-2024-01842 routine safety disk replacement. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only

Event description:
This report is being cancelled as a duplicate to complaint mfg report number: 2249723-2024-01842 routine safety disk replacement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displays message "replace safety disc."

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.